Event description:
Before starting a vitrectomy procedure, a surgeon noticed that the cutter releases bubbles of air. The instrument was not used and the procedure was completed with a new cutter. No patient harm occurred.

Manufacturer narrative:
With regards to this complaint, one disposable high speed tdc cutter was received for investigation. Visual examination of the returned vitrectome revealed that the outer knife was slightly bent. No other anomalies were observed. Foreign material in the aspiration tubing confirmed that the instrument was used. Testing in accordance with the controlled test method revealed that the cutting and aspiration properties were good and that no air bubbles emerged from the aspiration port of the outer knife. Even after 5 minutes of continuous cutting, no bubbles were observed. With an extremely low aspiration setting, a single bubble appears at intervals. The latter is considered normal and inherent to the instruments design. Device history record review revealed no deviations and a complaint database search showed that no similar complaints have been reported on this specific lot previously. Based on the investigation performed, it was concluded that the cutter met its specifications. A manufacturer related failure could not be confirmed.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation is ongoing.

Event description:
Before starting a vitrectomy procedure, a surgeon noticed that the cutter releases bubbles of air. The instrument was not used and the procedure was completed with a new cutter. No patient harm occurred.